Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming out of the cartridge during the fill tubing step of the load process. The customer's blood glucose level was 200 mg/dl. A second cartridge was loaded and the customer reported seeing air bubbles in the new cartridge. A new cartridge was successfully loaded to address the event.